Event description:
After first freeze, noticed one of the probes frosted up the shaft. Thawed both probes and removed probe that had frosted. Replaced with a new probe. Put a warm rubber glove over the area. Continued the case, completed as expected. Patient under conscious sedation.